Manufacturer narrative:
A ge service representative performed on site investigation. The malfunction was verified. Identified the need to replace the 50 a fuse 13 in the battery circuit. Fuse replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system displayed a "charge failed" error, system alarm and fluoro was disabled during a case. System required reboot to continue case. No patient injury was reported.